Event description:
It was reported that the customer had a decrease in battery life of the insulin pump. Customer's blood glucose was 16 mmol/l. Customer stated that the battery lasts about 6 days and previously it used to last 2-3 weeks. Customer stated that he received a low battery alert. Customer had no changes in lifestyle or button pressing. Customer uses backlight infrequently and has no daily rewinds. Customer had no unattended alarms. Customer was explained the average battery life. Customer was advised to clean the battery cap and compartment. Customer will be sent a replacement battery cap.

Manufacturer narrative:
The insulin pump was received with a high idle current due to an open driver at the lcd board. Pump was received with a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window.